Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina and stenosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting. Angina and stenosis are listed in the risk assessement as potential post-procedure complications associated with coronary stenting. In this case, it is likely that angina was a secondary effect of the stenosis. It was also reported that direct stenting was performed. The IFU states to "pre-dilate the lesion with a ptca catheter. A root cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent direct stenting on the mid rca with a xience v stent. In 2009, the pt was hospitalized for angina that began three months earlier. The angina continued to worsen over the past few months. Nitroglycerin spray and ranexa were started. Zetia and pravastatin were changed to lipitor. The pt had a cardiac cath three months later, which indicated in-stent restenosis. The pt was treated with percutaneous coronary intervention. The symptoms resolved and the pt was discharged the next day. No additional event or pt information is available.